Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that unexpected resets occurred intermittently. Customer¿s blood glucose (bg) displayed "high" on the continuous glucose monitor. Elevated bg was addressed via manual insulin injection. The customer successfully resumed insulin delivery.